Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump alarmed for "high baseline". The fiberoptic iab had been in place for 4 days. The patient was in atrial fibrillation, not moving. The pump was in auto pilot in a 1:1 assist. During troubleshooting, the balloon volume was decreased to 35 cc and the alarms stopped. The pump was using the central lumen for pressure and timing as the fiberoptic was not working. The central lumen waveform was dampened, however it improved after aspiration and flushing. The fos status codes showed ck, pl. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the pump alarmed for "high baseline". The fiberoptic iab had been in place for 4 days. The patient was in atrial fibrillation, not moving. The pump was in auto pilot in a 1:1 assist. During troubleshooting, the balloon volume was decreased to 35 cc and the alarms stopped. The pump was using the central lumen for pressure and timing as the fiberoptic was not working. The central lumen waveform was dampened, however it improved after aspiration and flushing. The fos status codes showed ck, pl. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation; however, the customer provided photos. The photos show the iabp issue a helium loss 3 alarm. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high baseline and possible helium loss 3 alarms" is confirmed based on the photos received. The photos show a helium loss 3 alarm on the iabp screen. Additional information was received from the sales rep indicating the pump assembly is being replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.